Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that about ten days after implant the patient presented at the emergency room with chest pain and then sent home. Two days later the patient indicated the pain had not stopped and they returned to the hospital where they were admitted. Follow-up with the patient's clinic indicated that following an examination it was determined that the right ventricular (rv) lead had perforated the septum. The lead was repositioned at that time and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead perforation, resulted in failure to capture.

Manufacturer narrative:
Aware date: (B)(6) 2018 due date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.